Manufacturer narrative:
The device was not returned to the manufacturer microline surgical, inc., for evaluation. Therefore, no device investigation was conducted. (B)(4).

Event description:
During a surgical procedure, an extra-long renew grasper tip was used during the robotic laparoscopic bilateral hernia repair case. The black plastic insulation tube on the reusable extra-long renew grasper tip broke apart. One piece was removed from the patient, and the other remaining piece of the tube (approximately 6mm x 4mm) could not be retrieved from the patient. There was no harm to the patient. Reference - user facility submitted report: (B)(4).